Event description:
The handheld was returned for analysis and is pending completion.

Event description:
The handheld computer was received with an ac adapter, serial cable, v8.0 flashcard, and with the main battery depleted. An analysis was performed on the returned handheld and the reported allegation was verified. A visual analysis of the handheld verified that one of the flashcard slot pins was bent. The cause of the bent pin is associated with mishandling of the device. Once the pin was straightened, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. During the analysis it was identified that the battery latch assembly on the case was loose. As a result of the loose battery latch, the handheld would not power on. Once the two screws that secure the latch were tightened, the handheld completed testing with no further anomalies. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
A consultant reported that when at a clinic visit it was noted that the handheld computer keeps giving her a warning that the battery latch is open, which she confirmed is not open. Then when she tried to do a hard reset the vns software will not load and just stays on the windows software. The v8.0 flashcard doesn't appear to be in all the way, not flush with the handheld. The handheld computer is being returned for analysis.

Manufacturer narrative:
Device malfunction caused event but did not cause or contribute to a death or serious injury.